Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex balloon catheter was received for analysis. There was contrast and blood in the inflation lumen. There was a pinhole in the shaft 18mm from the proximal weld. Microscopic inspection revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). After a non bsc stent was deployed in the lesion, a 15mmx4.50mm nc quantum apex¿ balloon catheter was advanced to post dilate the deployed stent. First inflation was performed at 14 atmospheres. Upon second inflation at 12 atmospheres for 10 seconds, the shaft of the device ruptured. The device was removed completely from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). After a non bsc stent was deployed in the lesion, a 15mmx4.50mm nc quantum apex balloon catheter was advanced to post dilate the deployed stent. First inflation was performed at 14 atmospheres. Upon second inflation at 12 atmospheres for 10 seconds, the shaft of the device ruptured. The device was removed completely from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.